Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage events on (B)(6) 2024. The leakage was from the cannula. The infusion set was in use for two days. The event occurred after three or more hours of insertion. Insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.